Event description:
On (B)(6) 2012, a company representative reported she was contacted by the patient's physician. The physician reported the infusion sets have come off due to insulin leakage. Follow-up was completed with the patient on (B)(6) 2012. He reported the infusion set adhesive comes lose after 2 days of use due to leakage at his site. He reported the leak is not due to poor absorption and is from an unknown source. He rotates his infusion sites every 3 days and was advised on manufacturer recommendations. He has had some bruising near the infusion sites. The infusion sets were replaced and requested for evaluation, and he was also sent adhesive dressing. He did not require treatment from a health care professional or second party to address the issue.